Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump plastic broke off. Customer cannot recall the blood glucose reading. Troubleshoot was performed. The location of the ring damage was where the insulin pump lock in. Insulin pump will be returning for analysis.

Manufacturer narrative:
Unable to perform displacement test due to missing retainer. The insulin pump was received with minor scratched lcd window, scratched case, pillowing keypad overlay, missing reservoir tube o-ring, broken reservoir tube lip and cracked case behind the pump near the battery tube compartment,